Event description:
It was reported that pump displayed altitude alarms that had been occurring for several days before customer contacted support, but insulin delivery was not currently suspended and cartridge did not need replacement. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support on how to prevent future altitude alarms, confirmed understanding, and resumed insulin delivery using original cartridge.